Manufacturer narrative:
Age at time of event: around 60.   Device is a combination product.   (B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulties were encountered. The target lesion was located in a coronary artery. A 3.00x8mm synergy ii drug-eluting stent was advanced for treatment. However, when trying to remove the stent from the patient's body, the proximal portion of the stent got snagged on the guide and was mingled. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was okay.